Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 76-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient's spouse reported to novocure that a wound was observed on the patient's scalp during a transducer array change performed on (B)(6) 2025. Optune gio therapy was temporarily discontinued pending evaluation by a healthcare provider (hcp). The hcp referred the patient to a wound care clinic. The images provided depicted a circular eschar-covered ulcer on the right side of the scalp, characterized by partial thickness skin loss and mild erythema. Review of an available medical record received by novocure on (B)(6) 2025, indicated that the patient presented for outpatient wound care on (B)(6) 2025, due to a scalp ulceration with exposed subcutaneous fat. The wound measured 0.9 cm in length, 0.7cm in width, and 0.1cm in depth. Mechanical debridement was performed, followed by the application of bismuth tribromophenate gauze, and a secondary dressing secured by retention tape. The patient was instructed to change the dressing daily, and to monitor for signs of infection, reporting any concerns promptly. The prescribing physician was contacted for further details, although no reply was received.